Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that after removal of internal dilator and guidewire from the sheath, the valve peel-away sheath was partially detached from the sheath. The sheath was not sealed and blood was streaming out through the sheath. At the same time the displaced valve was blocking the sheath, so the catheter could not be inserted. The displaced valve was removed and the rest of the procedure was uneventful and the function of the catheter was fine. Blood loss estimated at approximately 150 ml.

Manufacturer narrative:
(B)(4). The customer returned a peel-away sheath from the sheath/dilator subassembly for evaluation. The sheath was split into two pieces and the sheath valve was separated. The sample showed evidence of use in the form of dried blood. Visual examination of the sheath revealed that it had been split along the score lines as intended. The separated valve seal was observed to be damaged. The valve was torn laterally across the body. The valve was examined microscopically and it was revealed that the valve had fully torn across the center of the diameter; however, the tear was not fully through the entire depth of the valve. The tear appeared to be in the location where the valve is perforated, but it could not be determined if a perforation was present/sufficient due to the damage to the valve. The sheath body appeared to have split as expected and no damage was observed in the valve hub or sheath body. Engineering was consulted in an effort to determine a potential probable cause of the defect. It was noted that the sheath valve is intended to stay within the valve housing during use and after being peeled. Therefore, it is believed the valve becoming dislodged as the customer stated is due to the sheath hub not capturing the valve adequately. The defect observed would likely be supplier related as the sheath/dilator is a purchased component. A device history record review was performed on the sheath/dilator assembly and no relevant findings were identified. The report that the hemostasis valve of the sheath was damaged in use was confirmed through visual inspection of the returned complaint sample. Examination revealed that the hemostasis valve was torn laterally across the body and had separated from the valve hub. Based on the customer report that the valve became dislodged during use, it is believed that the sheath hub did not capture the valve adequately. Therefore, since the sheath is a purchased component, the potential root cause is supplier related. A non-conformance request was initiated to further investigate this issue.

Event description:
The customer alleges that after removal of internal dilator and guidewire from the sheath, the valve peel-away sheath was partially detached from the sheath. The sheath was not sealed and blood was streaming out through the sheath. At the same time the displaced valve was blocking the sheath, so the catheter could not be inserted. The displaced valve was removed and the rest of the procedure was uneventful and the function of the catheter was fine. Blood loss estimated at approximately 150 ml.